Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged during harvesting, so the balloon would not remain inflated (air leaked out slowly). A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: a visual inspection showed that the valve appeared to be in the proper position within the luer fitting. A tear in the silicone outer coating and the latex balloon material was observed, thus preventing a test of the valve's functionality. The torn materials formed a complete assembly. Based upon these findings, the reported complaint of valve dislodge could not be confirmed. The balloon burst is a secondary observation. A lot history record review was completed for the product. There was no conformance which could have attributed to this failure mode. (B) (4).